Event description:
Ventilator circuit failure. Alarming for the flow valve to be flipped while the vent was attached to the patient.

Event description:
Additional information received on 9/12/2024 for report mw5158475 to update procode to cbk.

Event description:
Additional information received for report mw5158475 on 09/18/2024 for manufacturer hamilton medical, inc. Ventilator circuit failure. Alarming for the flow valve to be flipped while the vent was attached to the patient.